Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. No frozen screen noted. The device had cracked case at display window corner, reservoir tube lip, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. Troubleshooting was done. Customer's blood glucose was something like 139 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.